Manufacturer narrative:
No pt info provided as no pt was present. The computer was returned to the MFR for eval. The reported issue was not able to be duplicated by medtronic personnel. There was no problem found with the returned device. The computer, axiem and emitter were all replaced and the issue was resolved. There were no further issues reported.

Event description:
A medtronic rep relayed a report from the site that their navigation system's behavior is slow to update when tracking instruments, and the instruments will go to red status temporarily. No pt was present.